Event description:
It was reported that the right atrial lead exhibited loss of capture at all outputs. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).